Event description:
It was reported that pump experienced recurring malfunction alarms with specific malfunction code noted, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, and was advised to return pump using pre-paid label, while technical support arranged shipment of replacement pump and guided customer on re-entering pump settings and reconnecting continuous glucose monitor to replacement pump.